Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during device preparation for an atrial fibrillation procedure, the faradrive steerable sheath clear was aspirated, and air was detected on the side port of the sheath. Attempts were made to aspirate the sheath a few times, but air continued to be introduced. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed with a new sheath and there were no patient complications. The sheath is not expected to return for analysis as it was disposed.